Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. This report is related to (B)(6).

Event description:
It was reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) under sedation, an attempt was made to release impaction using the handle, but it could not be released. The guidewire of the single use mechanical lithrotriptor was tangled in the basked. After the basket was removed, the enbd was placed in the bile duct and the procedure was completed. Due to the device malfunctions, the procedure was prolonged by 45 minutes. There were no reports of patient harm.